Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a prosa (part # unknown) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was suspected of not working correctly. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch MDR ID # 3004721439-2022-00118.

Event description:
The case would be reopened as rm 4261_1 after the receipt of product for investigation. Same event as medwatch-no.: 3004721439-2022-00118 and 3004721439-2022-00212.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: scratches and deformation of the housing; deposits in the delivery liquid; third- party catheter. Measurement of surface of the housing: deformation detected: yes - measured value: - 0.07 mm [tolerance (0 ± 0.02mm) - value outside tolerance too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the prosa is permeable. Computer control test: the computer controlled test showed the opening pressure of the prosa, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 38.09 cmh2o. This is within the specified tolerance of 38 cmh2o +7/-8 cmh2o. Adjustability test: the prosa was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the prosa was not within the specified tolerance and the brake function operated as expected. The measurement of the braking force showed an increased value. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found in prosa. Results: we are obliged to inform you that the condition of the product could be affected due to the interval between the explantation date and the receipt of the product, because fungus and mold can develop. For the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we can determine deposits, a deformation of the valve housing and an increased value of the braking force. Detected deposits and the deformation could be the cause of the increased braking force. The cause of the deformation cannot be determined during the examination. The deposits had no effect to the flow properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Due to the missing sample, we are unable to provide a meaningful investigation. Possibly deposits can be the cause of dysfunction. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. However, a meaningful result requires a complete examination of the sample. From our point of view, no further regulatory actions are required.

Event description:
Same event as medwatch-no.: 3004721439-2022-00118.